Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro catheter and the patient experienced a cardiac tamponade that required pericardiocentesis. During an ablation procedure using the carto 3, after doing the cavotricuspid ishmus (cti) line with the qdot micro catheter, and after transseptal puncture and mapping the left atrium (la), with the qdot micro catheter, the blood pressure of the patient dropped, and the physician detected a cardiac tamponade. Pericardiocentesis was performed in the cathlab. The patient was recovering. The procedure was not completed successfully. Additional information was received. This adverse event was discovered during use of the biosense webster product. The physician¿s opinion on the cause of this adverse event was procedure related. The patient did not require cardiac surgery. The outcome of the adverse event was fully recovered (no residual effects). No evidence of a steam pop. The flow setting was according to the default setting on the ngen. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on the biosense webster equipment during the procedure.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).